Event description:
A united states distributor contacted zoll on (B)(6) 2014 to report that a pt passed away at home while wearing the lifevest. On (B)(6) 2014, zoll was notified that the pt experienced an inappropriate defibrillation event consisting of five shocks during bradycardia. Review of the event concludes that the pt received five inappropriate shocks during bradycardia. Crp artifact contributed shocks during bradycardia. CPR artifact contributed to the false detections. The pt was unconscious. The response buttons were pressed after the final treatment. The pt passed away on (B)(6) 2014.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (pt death) was investigated. As received, the monitor failed incoming testing. Upon evaluation, there was no driven ground signal. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. Review of the pt's downloaded data indicates that the monitor was fully functional while in use. The damage likely occurred after the battery was removed and the device was shutdown. Electrode belt sn (B)(4) has not yet been returned. Review of the pt's downloaded data indicated that the electrode belt was fully functional while in use. There is no indication to suggest that the lifevest caused or contributed to the pt's death. Mfg date: monitor (B)(4): 12/2010; electrode belt (B)(4): 10/2012.